Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Fnb procedure was being performed with echo-hd-3-20-c. 3rd puncture was successful. But at the 4th puncture, the assistant nurse found that the needle tip bent. She was worried about the needle broken. So, the physician withdrew the needle out of the scope and session repeated with another new needle. (Replaced another procore).

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the lab evaluation on 08-oct-2025 as the complaint no longer meets the description of a reportable incident (needle kinks distally). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the lab evaluation on 08-oct-2025 as the complaint no longer meets the description of a reportable incident (needle kinks distally). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.